Event description:
Pt arrived in stable condition for hemodialysis treatment. Dialysis was initiated and immediate "blood leak" alarm (blood in dialysate) occurred. Outgoing dialysate tested positive for blood two times and by visual observance of pin-tinged dialysate. Dialysis was terminated without returning blood in the extracorporeal circuit. Dialysis was reinitiated with new hemodialyzer and tubing. No apparent adverse pt reaction to event.